Event description:
It was reported that, once the cori-assisted tka surgery was finished, one real intelligence checkpoint pin broke in half when it was being pulled out. The remaining part was pulled out easily. There were no delays and the patient was not harmed.

Manufacturer narrative:
The real intelligence checkpoint pin (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The checkpoint pin is snapped off at the third barb from the bottom. A functional evaluation was not performed. The reported failure was confirmed visually. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found 1 similar event. The most likely cause of this event is wear and tear associated with repeated insertion and removal eventually wearing away at the barb on the pin. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the product users manual for guidelines for proper removal of checkpoint pins and to always inspect for fragments and thoroughly irrigate the surgical site prior to closing the incision. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from (us) it was reported that, once the cori-assisted tka surgery was finished, one real intelligence checkpoint pin broke in half when it was being pulled out. The remaining part was pulled out easily. There were no delays and the patient was not harmed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.